Manufacturer narrative:
Additional information: d4, d9, h3, h4, h6 h3. Device evaluation summary: visual and optical inspection revealed the implant was returned damaged. One side of the implant has been cracked and deformed. The threads appear to be undamaged. The titanium coating has been damaged as well from the insertion and removal process. The damage appears to be from bend stress overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: kyphosis procedure performed: posterior lumbar interbody fusion (plif) was performed at l5/s. Intra-op, cage was placed on the left side, and when an attempt was made to insert the second cage on the right side the second cage broke. The second cage was replaced with another cage, and when an attempt was made to insert that cage, that cage was also broke. Breakage occurred at the position where the tip of the cage was slightly entered to the intervertebral disc space (the anterior marker was about at the posterior wall of the vertebral body). There were no fragments remained in the patient. The intervertebral disc space was narrow and mobility was poor. Shaver and distractor were used before insertion. There was a less than 60 minutes delay in overall procedure time as a result of this event. There were no patient symptoms or complications as a result of this event.